Manufacturer narrative:
The device passed testing. During testing, the device did not display a whitescreen error and no whitescreen errors were noted during a review of the device history. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. During testing at the user facility after the device was power on, the device alarmed with a whitescreen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.